Event description:
On 05/28/98, during a surgical procedure (laparoscopic bilateral tubal ligation), the falope ring band applier tore pt's left fallopian tube. The procedure was completed without injury to pt with chromic loop surgetie. The falope ring applier had been used on the right fallopian tube without incident prior to the left tube. The instrument was checked prior to the case and functioned adequately. The instrument was returned to the hospital (circon surgitek) to be inspected and repaired (rec'd by MFR on 6/1/98). Per repair report , tech evaluation states, " the forceps misaligned/bent and distal end of inner tube slightly nicked." The instrument was repaired, inspected and returned to MFR. The instrument was used for a surgical procedure on 6/4/98 and functioned well. The MFR has been notified, and a voluntary FDA report has been completed.